Event description:
The customer reported that during a routine check of the unit, they observed that the unit was vibrating and noisy while pumping. The pt was switched to another unit and therapy was continued. No pt injury was reported.